Event description:
Patient reported right side staph infection, infection (unknown onset). Device has been explanted and replaced.

Manufacturer narrative:
The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "infection (early onset)" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: "staph infection".

Event description:
Patient reported right side "staph infection". Patient later reported right side "inflammation" and "pain". Patient additionally reported the following events, which are not device-related: "headaches", "joint pain", "gastrointestinal inflammation", "fatigue", ¿ringing in her ears¿, ¿heart palpitations¿, and ¿silicone toxicity¿. Device has been explanted and replaced.

Event description:
Patient reported right side staph infection. Patient reported right side "inflammation, headaches, joint pain, gastrointestinal inflammation and fatigue". Patient reported also reported "ringing in her ears, more headaches, pain, heart palpitations, inflammation, and had silicone toxicity. Not device related are: headaches, joint pain, gastrointestinal inflammation and fatigue,ringing in her ears, more headaches, heart palpitations, and had silicone toxicity. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h11. A review of the device history record has been completed. No deviations or non-conformances noted.